Manufacturer narrative:
Received one 139105ext in opened original packaging. No lot number reported however, the lot number returned was 201806154. Performed a visual inspection of the device, the distal end of the blue insulation near the needle tip, was melted. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 10 complaints regarding 15 devices for this device family and failure mode. During the same time frame 2,962,550 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be .000005 per the instructions for use, the user is advised the following; - these devices should be inspected before and after each use. - visually examine the devices for obvious physical damage including; - cracked, broken or otherwise distorted plastic parts - damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration -inspect and test each device before each use this issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Correction: previously stated 14-jun-2019 this issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is expected to be returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the 139105ext, ultraclean 1" electrode, melted around the tip while it was in the holster. This occurred during surgery. There was no reported patient or user injury or impact. The procedure was completed by opening a new tip. There was no surgical delay reported. This report is being raised based on device malfunction with potential for injury upon reoccurrence.